Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal. The sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported receiving glucose suspend alert on (B)(6) 2026. Based on the escalation analysis, the device was requested for further evaluation. Investigation on the returned sensor identified optical instability. Review of the in vivo sensor data showed that the glucose suspend alert was triggered when the signals fell below the threhold. The optical instability was attributable to delamination of internal components of sensor, as confirmed through miscroscope. A replacement sensor was provided to the user as part of the resolution.